Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, flushing one of my tri-fuse ports (blue port) and met resistance. Was unclamped with no kinks and would not flush.